Manufacturer narrative:
Unit passed the displacement test and self-test. The history was download successfully utilized thus software. Pump error 63 alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2024 01:11:21:000 pm with variable (15). Pump error 63 alarm due to moisture damage at electronics component. Unit received with moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads, fading serial number label, and cracked case at battery tube side. Pump error 63 alarm triggered by three consecutive pump error 63 alarms due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, pump error 63 (hardware low level failures), damage (physical or cosmetic). The customer reported blood glucose value of 430 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-441ag, mmt-342g, mmt-7040a, mmt-1884l. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. The pump auto mode/smart guard feature was nt mentioned at the time of blood glucose event. There is no information to determine whether the pump in use within 48 hrs of the high blood glucose event reported. No product return is required for mmt-441ag. No product return is required for mmt-342g. No product return is required for mmt-7040a. Mmt-1884l was requested and customer response was the device will be returned.